Manufacturer narrative:
No product was returned for evaluation. Additional context obtained indicates that the user experienced elevated blood glucose levels as a secondary issue due to overtreatment of hypoglycemia at home (sugar water, orange juice, mangos) resulting in a rebound elevation which subsequently returned to range. Review of the end-user¿s usage pattern also indicated instances of missed or delayed meal announcements, which may have contributed to glucose variability. At this time, no device malfunction has been identified. The event remains under review, and a follow-up report will be submitted when the investigation is completed.

Event description:
On (B)(6) 2025 it was reported by a caregiver that the user experienced low blood glucose (bg) level of 44 mg/dl on (B)(6) 2025. The user consumed carbohydrates to raise bg and went to the ER as a precaution. The user was observed without treatment and released the same day, with no long-term health effects reported.